Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: presenting has myo on ra and shock. Only a few of the signals are oversensed. Impedance on ra looks stable but should not have myo on it. Concerned with insulation breach. Should bring patient in and do troubleshooting with iso and pocket manipulation.